Manufacturer narrative:
The hospital would not release.

Event description:
Allegedly, the doctor was performing a cystoscopy and transurethral resection of the prostate procedure when the cutting loop broke off and fell into the patient. The doctor immediately irrigated the bladder to flush piece out. An x-ray was taken afterwards and confirmed that there was no foreign object left in the patient.